Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 498 mg/dl. The customer had dry mouth, felt sleepy and nauseous. Blood glucose level at the time of the call was 370 mg/dl. During troubleshoot, no set, insulin or programming issues found. Mother did report that the insulin pump alarmed button error on (B)(6) 2015. The high pressure test could not be completed as the customer was not present with the insulin pump. It was advised to call back when available to complete troubleshooting.